Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and was found to have a broken tube adapter. Pieces approximately 0.09" x 0.099" and 0.09" x 0.13" in size were missing and not returned with the instrument. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the monopolar curved scissors was damaged at the end. There was no report of patient involvement or no reported injury.